Event description:
The rptr stated the device was one of five pumps that may have been involved in an overdelivery event in which the pt vomited. There was no illness, injury or medical intervention reported as resulting from the event. No further info is available. Note: the event date reported above is approximate as the rptr provided no event date info. No pt involved.